Manufacturer narrative:
As the initial reporter was unable to identify the specific device associated with the reported event, the device will not be returned to the manufacturer for analysis. A follow up medwatch will be submitted when the investigation has been completed.

Event description:
It was reported that following use of the zimmer ats 2000, a patient experienced paralysis of the lower limb, lasting approximately three days. It was reported that during the procedure the tourniquet pressure was set at 300 mm/hg and the tourniquet was applied to the patient for two hours. There was no information available from the customer regarding the type of anesthesia and/or pain block administered. It was reported that there was no medical intervention to treat the reported paralysis. Additional follow up with the hospital indicated that the serial number of the device associated with the procedure was not recorded.